Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer was treated for the low blood glucose with food. Customer's blood glucose level was 159 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. Customer performed displacement test and it passed. Customer also had high reading up to 500 mg/dl. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.